Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the arcadis varic system. During a procedure, the horizontal brake did not work causing the c-arm to move into the sterile field. We are unaware of any impact to the state of health of any patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined as a sticking cylinder braking post inside the brake assembly. The investigation showed that the horizontal break of the c-arm was not strong enough to hold tight caused by a sticking cylinder braking post inside the brake assembly. The cylinder braking post was exchanged on site by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event at this time.